Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power cable was reseated. It was recommended the monitor be replaced. No additional information is available. However, no reports of patient or staff injury.

Event description:
The customer reported, the system's live monitor was non-functional. No report of patient injury.